Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on pump therapy. The reporter stated that the patient¿s blood glucose (bg) levels were 571 mg/dl with mild ketones. According to the reporter, the blood glucose values resolved to 400 mg/dl with water and a change of the infusion site. The reporter alleged that the previous day the patient had experienced higher than normal bgs at 300 mg/dl as well as a low bg of 52 mg/dl. The low bg levels were treated with unknown carbs. The patient was experiencing symptoms of lethargy and sweating. The reporter believed that the pump may have been an issue. Troubleshooting was performed with a customer technical support representative and the cause of the bg excursions could not be determined. During troubleshooting it was discovered that the pump¿s clock was off by an hour, but the time difference did not cause the alleged issues. The reporter confirmed that the settings on the pump were correct and that the pump¿s history accurately recorded the basal and bolus deliveries. The reporter was unsure that the patient¿s insulin to carbohydrate ratio had been evaluated recently. The reporter noted that the patient was currently going through puberty. The reporter was advised to consult with their health care professional to determine if advanced features and basal rates need to be adjusted. The reported low bg incident does not meet criteria for a serious injury. Although no pump defects were found during troubleshooting, this complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been requested to be returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery and the last bolus were recorded on (B)(6) 2014. The black box showed an unconfirmed replace battery alarm on (B)(6) 2014. A manual time change was observed in the black box on (B)(6) 2014 from 13:45 to 14:44. The total daily dose recordings added up correctly and reflected the programmed basal rate. Alarms resulting from typical usage of the pump were observed in the device's history. The pump passed a delivery accuracy test successfully and was found to be delivering within required range. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.